Event description:
Spontaneous call: per wife, a cassette cracked where the edges meet after filling when she removed the syringe (heard a pop noise). She no longer has the cassette on hand and is unable to provide it. Did the reported product fault occur while in use with the patient? - no. Did the product issue cause or contribute to patient or clinical injury? - no; is the actual product available for investigation? -no; did we replace product? - no; did the patient have a backup product they were able to switch to? -yes; was the patient able to successfully continue their therapy? -yes; is the therapy life-sustaining? -yes. No add'l info, details, or dates available. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unk. Position of the pump when alarm occurred is unk.